Manufacturer narrative:
(B)(4). B5: description of intervention - correction to the following statement in the initial MDR, " data investigation did not find that the patient exceeded the urgent low alert threshold at any point on or around the alleged date of incident on (B)(6) 2023."

Event description:
Data investigation did not find that the patient exceeded the urgent low alert threshold at any point on or around the alleged date of incident on (B)(6) 2023.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred against the receiver. The product was evaluated. However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed passed. Nordic bluetooth pairing test was performed passed. A review of the share logs was performed and intermittent audio output was not found within the investigation window. The allegation was undetermined. The customer complaint was undetermined due allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, the day of the event the patient was outside on the balcony when a neighbor noticed he was not responding. The neighbor called emergency services and the patient regained consciousness with two paramedics by his side. When the paramedics arrived a fingerstick was taken and the blood glucose reading was 1.2 mmol/l. Several doses of glucose were given intravenously. The patient recovered after treatment and was not brought to the hospital. No cgm reading was reported but according to the patient the app/receiver should have alerted him at 3.1 mmol/l but failed to do so. The patient reportedly stated that their low alert was set to 3.9 mmol/l. No product was provided for evaluation. Data was provided for evaluation. A review of performance data shows that the patient's always sound feature was disabled at the time of the incident. The urgent low alert is fixed at 3.1 mmol/l. Data investigation did not find that the patient exceeded the urgent low alert threshold at any point on or around the alleged date of incident on (B)(6) 2023. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.